Manufacturer narrative:
(B)(4). The reported complaint of "screen frozen" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be m onitored for any developing trends.

Event description:
It was reported "screen frozen". Additional informaiton states that the user attempted a screen reset but had to switch iabp consolse to continue therapy. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "screen frozen". Additional information states that the user attempted a screen reset but had to switch iabp consolse to continue therapy. The patient's current condition is unknown.